Event description:
On 3/21/97 the patient underwent a four-graft open-heart procedure during which he was given medication by both the perfusionist and the anesthesiologist to correct arterial pressure values which were in the high 80's. After no clinical response was apparent, the transducer was re-zeroed and the arterial pressure was found to be 10. The transducer was re-zeroed again and the pressure was found again to be 10. The patient did not wake up postoperatively, and at that time he was found to have sustained profound anoxic brain damage. The patient died 3/26/97. An autopsy was denied by the family. The transducer functioned satisfactorily after surgery and was not removed from the patient until two days after it had been placed.